Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in the hospital. The cause of death per the doctor was congestive heart failure; diabetes was not the cause of death. The customer was not using sensors and was not wearing one at the time of death. The customer was hospitalized on (B)(6) 2014, at which time the insulin pump was removed from the customer's body. The customer was not wearing the insulin pump at the time of death. The customer's blood glucose at the time of death is unknown. The caller declined to return the insulin pump for analysis. No further information is available at this time.